Manufacturer narrative:
Findings: pump received with blank display due to moisture damage on electronics assembly. Pump received with moisture damage on motor, battery tube, vibrator and keypad assembly. Unable to perform the full functional test or test for faded screen due to blank display. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose at time of incident was 215 mg/dl. Customer was advised to insert the new aaa alkaline battery. Customer stated the display did not return. Customer was to remove the battery for 10 minutes and clean the batter cap contact with a cotton swab and isopropyl alcohol. Customer was advised to allow at least one minute for the battery contacts to dry. The customer was advised to insert a new aaa alkaline battery and display did not return. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.